Event description:
A hysterectomy procedure was in progress and when physician inserted a resectoscope stabilizing bridge with telescope, the uterus was perforated. Bleeding occurred, requiring an open surgical procedure to stop the flow. The physician complained that the bridge had a sharp edge on the distal tip.